Event description:
Complainant was removing tampon and it unraveled inside of her. Several days later, she extracted more of the tampon. She went to the dr, however, there is no info regarding whether or not add'l parts of the tampon had to then be removed by a medical professional.